Event description:
The patient experienced a shocking sensation in her stomach. It was more prominent when she laid on the right side. She experienced more nausea. The company representative confirmed that a doctor was treating the patient for return of nausea and vomiting symptoms and shocking sensations, which caused discomfort. Once the ins was turned off the shocking sensations stopped. The ins parameters were normal. The device was going to be left off for now and there was no plan to replace the device.

Manufacturer narrative:
Concomitant medical products: lead model 435135 lot# nht000751n implanted: (B)(6) 2002 explanted: na; lead model 435135 lot# nht000727n implanted: (B)(6) 2002 explanted: na.

Event description:
Follow up six months later reported there was shocking. It was stated the patient was "getting shocked all the time, and I mean all the time." It was also reported the health care professional stated "because the patient lived in montana they would be having some shocking due to the electricity in the air." It was reported while the patient had their first device they were living in montana and the device had not "zapped them at all." No further information was reported.

Event description:
The pt experienced the shocking sensations every 3-4 seconds for three days starting in (B)(6) 2011. Her doctor turned her device off for 3 months. Her device has migrated. It used to be 1 inch away from her belly button and now it was against her belly button and moving around. It felt like it was pressing against her intestines. The lead was loose. She saw her doctor on (B)(6) 2012 and her device was turned back on. That night she felt a zap when lying on her left side, but it was not as bad as it was. It was confirmed that the doctor felt that the device was in the perfect spot and was exactly where it was supposed to be. He felt that the patient might be feeling scar tissue pulling. He did not think the device was shocking her. The impedances and all other settings were normal. She has gained a few pounds. He was concerned with her living situation and other issues. Her device was programmed to a low setting with the ins on.

Manufacturer narrative:
.